Event description:
The hcp reported the patient had been experiencing drug withdrawal symptoms of nausea and vomiting. The dose was titrated. No device troubleshooting was required. The patient is reported to have recovered without sequela.